Manufacturer narrative:
Additional information was received on (B)(6) 2012 including product identification and surgery dates; however, the reason for the revision is still unknown. Therefore, this medwatch is being submitted to report the revision event with the limited information available. Should information related to event details be received, the information will be submitted to the FDA in a medwatch supplemental report. The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2009. Revision surgery was performed on (B)(6) 2012 due to unknown reasons. No further information has been received.